Manufacturer narrative:
Device used for treatment and not diagnosis. The portion of the universal joint containing the driver tip is missing. The driver universal joint was also assembled incorrectly with the smaller pins, (B)(4), used for the driver tip assembly and the solid pin, (B)(4), for the connection to the shaft. However after reviewing the tolerances the incorrect assembly would not provide more clearance conducive to pull out. The technique guide for the zero-p instruments and implants, (B)(4), recommends to tighten the screw to the plate with 1.2 nm using a torque limiting attachment, (B)(4). The technique guide also instructs the surgeon to use the angled instruments if the patient anatomy does not allow use of straight instruments. The failures of the distal tip are due to stresses that exceed the material or weld strength. Since the force delivered by this instrument is not torque limiting, the amount of tightening torque is unknown. According to the risk assessment, torques above and below the recommended 1.2 nm present clinical risks associated with the success of the procedure. In addition, delivering a torque beyond the strength of the instrument can lead to breakage of the device. The failure of the instrument due to torque is being addressed in CAPA (B)(4). The design risk assessment is being reviewed for possible update.

Event description:
It was reported that during an acdf surgery on (B)(6) 2013, the surgeon was taking the screw down and the universal joint broke on the angled stardrive screwdriver t8 with self-retaining sleeve. The fragments were retrieved. There was no extension of surgery time. The procedure was completed with another screwdriver. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. The relevant dimensions can not be verified anymore because the broken fragment was not sent back for investigation. The heavy stress marks are an indication that excessive torque was applied onto this instrument. This can lead to a deformation of the shaft within the sleeve and cause such stress marks by friction between the shaft and the sleeve. Finally such excessive torque will also lead to a failure of the cardan joint or the weld of the tip like in this case.